Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated and an updated report will be submitted.

Event description:
Boston scientific received information that -- according to the journal article predictors of inappropriate ra sensing in long-term vdd pacing systems -- 192 patients received vdd pacemakers betweeen (B)(6) 1994-(B)(6) 2006. Of that population, 3 patients required a lead revision due to dislodgement (1 patient) or a lead fracture (2 patients). (Of the 3 leads that were revised, the manufacturer is unknown.) The article concluded that concomitant use of non-dihydropyridine ccbs and af predicted the occurrence of inappropriate atrial sensing. No patient deaths were reported.